Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Visual inspection found the harmonic insert blade broken off and was not returned with the insert. The missing piece measures approximately 0.442. Any damage to the blade on the insert accessory will cause the insert to error out and not work accordingly. It was conclused that the damage to the insert accessory was due to mishandling/misuse. No other damage was found. Based on the failure analysis investigation results, this MDR report is being retracted as it was determined that the breakage of the insert accessory was due to mishandling/misuse of the instrument and not due to a malfunction of the instrument.

Manufacturer narrative:
The harmonic ace curved shears insert accessory has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert accessory is returned (post failure analysis) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, while the surgeon was utilizing the harmonic ace curved shears instrument with the insert accessory installed, a fragment from the insert accessory broke off and fell inside the patient. While there was no report of any patient harm, adverse outcome or injury as a result of the broken fragment, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingo oophorectomy procedure, during use of the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed, the tip of the insert accessory broke and fell inside the patient. The broken fragment was retrieved from the patient during the same procedure. There was no report of any patient harm, adverse outcome or injury. It was reported that during a da vinci-assisted hysterectomy with bilateral salpingo oophorectomy procedure, during use of the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed, the tip of the insert accessory broke and fell inside the patient. The broken fragment was retrieved from the patient during the same procedure. There was no report of any patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the site's rn and robotics coordinator and obtained the following additional information: it was stated that one side of the jaw of the harmonic ace insert accessory broke off and fell inside the patient. The broken fragment was retrieved laparoscopically; however, the surgeon used vaginal surgical techniques to complete the surgical procedure. It is unknown what tissue the surgeon was dissecting when the insert accessory broke. It was observed that the surgeon was not taking large tissue purchases during using of the device and it is unknown what caused the instrument accessory breakage. The harmonic ace curved shears instrument was in use for a short period of time when it was noticed that the insert accessory piece had broken off. During the surgical procedure, it was not observed that the insert accessory made contact with any other instruments or other hard objects intra-operatively. There was no intra-operative injury to the patient and the patient has not experienced any post-operative complications due to the reported event.